Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found water supply connector for the balloon has corrosion and water supply connector for the suction connector has corrosion. Based on the investigation, the most probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited water supply connector for the balloon has corrosion and water supply connector for the suction connector has corrosion. There were no reports of patient involvement.